Manufacturer narrative:
The event description states: "it was reported that the doctor attempt to implant an 18cm lgx inflatable penile prosthesis in, but it was too wide for the patient. He decided to instead implant 16cm cxr inflatable penile prosthesis." The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The operating room manual 92127382-01 was reviewed. General instructions on how to choose the appropriate ams 700 size are included. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. No risk review required per cis product investigation wi, (B)(4). An overall investigation conclusion code of unintended use error caused or contributed to event was chosen as the interaction between the user and device, or sample, cause or contributed to the error. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the doctor attempted to implant an 18cm lgx inflatable penile prosthesis in, but it was too wide for the patient. The doctor instead decided to implant 16cm cxr inflatable penile prosthesis. No patient complications were reported in relation to this event.

Event description:
It was reported that the doctor attempt to implant an 18cm lgx inflatable penile prosthesis in, but it was too wide for the patient. He decided to instead implant 16cm cxr inflatable penile prosthesis. No patient complications were reported in relation to this event.